Manufacturer narrative:
The insulin pump received with cracked battery tube threads and cracked reservoir tube lip. The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement test and self test due to blank display.

Event description:
Customer reported via phone call that the battery case on the pump broke. Customer's blood glucose value was 84 mg/dl. Insulin pump will be returned for analysis.